Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that their insulin pump had crack and was not working. The customer¿s blood glucose level was 67 mg/dl at the time of the incident. Customer stated that insulin pump was exposed to water. The insulin pump will be returned for analysis.